Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address bg. Cause was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.